Event description:
It was reported that the patient was not receiving effective therapy due to one lead migrating. Surgical intervention was undertaken on (B)(6) 2024 during which the existing lead was repositioned to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: n/a, batch: 4089385.